Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2019-03960.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2019-03960.

Manufacturer narrative:
(B)(4). Concomitant medical products: triflange shell, pn pm0002127, ln 904360. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-02789. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the initial procedure that the triflange cup would not seat properly. Post-initial procedure, the locking screws backed out of the cup as confirmed by radiographs. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.